Manufacturer narrative:
It was reported that the "tape" to attach the balloon is missing, so the bag is falling off. The crna had a circuit attached to the patient. When air was pushed through to breathe for the patient, the bag fell off the circuit due to not having the tape attached when it was taken out of the bag to use. The crna was able to switch out circuit in enough time for the patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The "tape" to attach the balloon is missing, so the bag is falling off.